Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; defect was detected: high readings. Most likely underlying root cause: rc-061: storage outside specifications, rc-072: vial left open for an extended period of time note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from am results obtained of 106, 107, 137, 126 and 104 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/21/2022, and test strips were opened two weeks ago. The meter memory was reviewed for previous test result history: result 1: 106 mg/dl; date: (B)(6) 2020; time: 06:48 am'; fasting. Result 2: 107 mg/dl; date: (B)(6) 2020; time: 06:57 am; fasting. Result 3: 137 mg/dl; date: (B)(6) 2020; time: 08:40 am; fasting. Result 4: 126 mg/dl; date: (B)(6) 2020; time: 08:58 am; fasting. Result 5: 104 mg/dl; date: (B)(6) 2020; time: 05:56 am; fasting.